Event description:
On 2/24/83 an aus device was implanted. On 5/5/83 the device was activated. On 7/22/88 the pump was revised. On 9/9/96 the device was removed from the pt and replaced due to fluid loss.